Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that the ins batteries were not working as well as they should. Agent asked the patient to clarify what they meant by that, and they said they were "not moving the right way," they could not move their legs, they were in so much pain, and their feet were killing them. Agent did not ask about the circumstances that led to the reported issue. The patient mentioned that they had an appointment with their doctor who told the patient that the ins batteries were getting low and will need to be replaced. The patient's reason for calling was to find out how to go about getting the ins batteries replaced. The patient was redirected to their healthcare provider (hcp) to further address the issue. Further troubleshooting was not performed because the patient insisted on ending the phone call due to them feeling like agent was of no help to them. The patient called back from 'phone 2' phone number and repeated information from call code notes regarding how they were in a lot of pain and were wondering how to get ins batteries replaced. Patient called back from secondary phone number asking to speak with rep. Patient services (pss) reviewed role of rep and redirected pt to hcp but let pt know that pss could send message to rep with pt's request. Pt repeated that they were due to have both implant batteries replaced (no allegations against longevity) and said that they were also probably going to have to have the leads replaced as well because there were some issues discovered a couple months ago with the leads because the leads had been hurting the patient and this had gotten worse. Pt asked what each implant battery level was at, pss offered to help check battery voltage with patient programmer and patient declined, pss again redirected pt to hcp.

Manufacturer narrative:
Concomitant medical products: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2016 product type implantable neurostim ulator product ID 3389s-40 lot# serial# (B)(4)implanted: (B)(6) 2016 product type lead product ID 3389s-40 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), product ID: 3389s-40, serial/lot #: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patients¿ batteries were getting low due to normal depletion. The consumer was scheduled for replacement in january but was going to get a second opinion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they recommended the patient see their physician to discuss replacing the batteries if appropriate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.